Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate component (pump and relief valve) selection¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer purchased the purewick urine collection system back in (B)(6)2021 and they have not opened or used it until about a week ago, and the machine was not suctioning at all. Customer took the canister lid and poked a hole in one of the ports and the suction worked super well. Customer was concerned that the suction might be too powerful and might hurt the patient. Customer wanted to see if kit could be replaced being that it was originally defective before they started to poke the hole in it. It was noted that the purewick accessories replacement kit was shipped along with the original unit on (B)(6)2021, and the patient has had for more than 60 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer purchased the purewick urine collection system back in jul2021 and they have not opened or used it until about a week ago, and the machine was not suctioning at all. Customer took the canister lid and poked a hole in one of the ports and the suction worked super well. Customer was concerned that the suction might be too powerful and might hurt the patient. Customer wanted to see if kit could be replaced being that it was originally defective before they started to poke the hole in it. It was noted that the purewick accessories replacement kit was shipped along with the original unit on 05-jul-2021, and the patient has had it for more than 60 days.